Event description:
During a remote follow up, post paced t- wave oversensing was observed on the device. Technical services was contacted an recommended reprogramming. No intervention has been performed. The patient was stable.